Manufacturer narrative:
Pt was injected in the cheeks with radiesse dermal filler; two days post injection, she developed severe bruising and numbness of the left cheek. She was treated with an anti-inflammatory, anti-histamine and recommendation of head elevation during sleep. The pt was diagnosed with a necrosis. In a f/u with the physician; the pt's skin is healing and the numbness is slowly resolving.

Event description:
Pt was injected in the cheeks with radiesse dermal filler; two days post injection, she developed a necrosis in the left cheek.